Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did the universal surgical manipulator (usm) to perform failure analysis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The usm was tested on an in-house system in normal mode and errors 1126, 31226, 40100 were triggered. The usm failed the clock spring, parallelogram, and the usm axes controller module fan tests. The unit's yaw and pitch also failed the friction very slow test. The power trend showed degradation on all fibers.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 3 to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received. The complaint was confirmed by field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure that a non-recoverable error occurred. The site stated that they had already called about this issue. The intuitive tech support engineer (tse) found no record of this complaint being reported previously. The site performed a hard restart to clear the issue and continued with the case. The system logs showed errors against universal surgical manipulator (usm) 3 that were cleared with a restart. The site ended the call. Another call was placed from the site to intuitive tech support within the hour by the site's clinical sales rep (csr). The csr reported that the error returned on usm 3. The caller performed a hard power cycle on the patient side cart (psc), with no change. The customer disabled usm 3 to continue with the procedure as a 3-arm configuration. There were no reports of patient injury.